Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 21mm masters valve was implanted. On (B)(6) 2019, the patient presented with leaflet obstruction and the physician elected to exchange the valve for a 21mm masters valve. The physician noted there was thrombus present on the explanted valve. The patient is reported to be discharged.

Manufacturer narrative:
The reported event of a leaflet obstruction and thrombus could not be confirmed. Both leaflets opened and closed completely and without resistance, and no thrombus was found on the valve. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm masters valve was implanted. On (B)(6) 2019, the patient presented with leaflet obstruction and the physician elected to exchange the valve for a 21mm masters valve. The physician noted there was thrombus present on the explanted valve. The patient is reported to be discharged.